Event description:
A peritoneal dialysis patient reported experiencing difficulty with breathing and vomiting during different phases of treatment. A follow up was conducted with the peritoneal dialysis nurse (pdrn). The patient was previously diagnosed with congestive heart failure and the pdrn attributed the recent symptoms as an exacerbation of the illness. The patient's cardiologist is currently trying to have the patient put on the transplant list. There were no missed treatments as a result of the difficulty breathing and vomiting. The patient continues with pd therapy. Medical records were requested and were not made available.

Manufacturer narrative:
Device review: the liberty cycler was returned to the MFR for evaluation. Visual inspection found no indications of dried fluid within the cassette compartment underneath the mushroom heads. There are no burrs or sharps inside the cassette door that may have punctured a cassette membrane. There was no cassette returned with the cycler. The heater tray/scale was not obstructed. The following tests were performed:simulated treatment, valve actuation, system air leak test, patient sensor calibration check, and load cell verification, mushroom head check. All testing passed. Visual internal inspection showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. A device history record (DHR) review was performed and the device was found to have been manufactured per specifications. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of plant's investigation.